Event description:
Information was received indicating that a smiths medical endotracheal tube had a "small pin hole crack" towards the middle of the tube which was discovered upon removal. Patient was a premature infant who had complications following birth leading to intubation with a smiths medical endotracheal tube and the use of a conventional ventilator on (B)(6) 2021. Patient continued to do poorly and was then placed on an oscillator ventilator, where the patient did not improve and thus was returned to the conventional ventilator. During this time, clinicians believed that the tube was causing leaks in certain positions and decided to change to a new tube. It was reported that following removal of the tube for replacement, the small pin hole crack? Was noted. The new tube was placed, but the patient did not improve and eventually coded and passed away on (B)(6) 2021. Official cause of death is unknown, further information has been requested and a supplemental report will be filed should further information be received.